Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had low blood glucose of 43 mg/dl and was hospitalized. Troubleshooting found that the customer may have over delivered insulin by mistake. The customer will contact their nurse and advise her of the over delivery.